Event description:
It was reported that post atrial lead implant on (B)(6) 2013, episodes of atrial fibrillation were observed and the lead exhibited noise. X-ray revealed atrial lead dislodgement and the lead was repositioned. On (B)(6) 2013, atrial exit block was observed. Lead dislodgement was again noted via x-ray the lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.